Event description:
A patient developed a rash described as the size of the palm of a hand after use of 3m transpore surgical tape. The tape was applied with overnight wear to secure a catheter. Fucidin(r) 2% cream and taro-clobetasol 0.05% cream were prescribed and applied topically twice a day and the rash resolved.

Manufacturer narrative:
Lot number was not provided; therefore, unable to determine expiration date and date of manufacture. A sample was not available for return for analysis and no lot number was provided. 3m will continue to monitor. End of report.